Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing noise. No interventions were reported. The patient was stable.

Event description:
Additional information received noted that there was pacing inhibition was noted due to noise. The patient was not symptomatic.